Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer treated with syringe. Troubleshooting was declined for the high blood glucose. However, the customer had a blank display anomaly. Troubleshooting was unable to resolve the issue; the display remained blank. The insulin pump was returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with the battery cap locking properly. No damage to battery cap noted. (B)(4).